Event description:
It was reported that this right atrial (ra) lead was repositioned after pocket closure due to dislodgement. The dislodgement was discovered as the lead exhibited high pacing thresholds and loss of capture. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.